Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the user report submitted by the nurse, on approximately on (B)(6) 2025, the patient experienced a skin reaction that developed a rash, redness, dry skin and a scar under entire patch area on the arm. The reporter stated that the patient has an allergic reaction to the strong glue in the sensor and developed a rash due to the adhesive patch. The skin reaction started as redness and turned into a flesh wound after a few days and continued for almost 3 months. The reaction did not get treated at the hospital and the reporter is unsure if the reaction had been treated at all. The reporter believes the patient had most likely been in contact with their own doctor about the reaction. There were no clinical test performed to confirm that the allergic reaction was caused by the glue from the adhesive patch, but the reporter felt certain that the glue (adhesive) was the cause of the reaction. The patient always prepared the insertion area with a skin barrier before placing the sensor on the body, however at the time of the reaction, he had forgotten to use the skin barrier. The area was prepared with soap and water before placing the sensor on the body. There was no treatment or medical intervention documented. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified and the scar has been present more than 3 months after the skin reaction occurred. No product or data was provided for investigation. The allegation and probable cause could not be determined.